Event description:
During a cryosurgical procedure, the tip of the cryosurgical unit shot off the unit with a loud noise hitting the pt in the leg.

Manufacturer narrative:
The unit was returned without an o-ring and with a tip. The unit was tested without an o-ring and the tip remained secure on the unit. The tip shield was removed and again the unit was tested with the tip remaining secure on the unit. The o-ring was replaced. The unit was again tested with the tip remaining secure on the unit. The tip shield was removed, the unit tested and the tip remained secure on the unit. The complaint could not be verified. No conclusions could be drawn.